Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged line through display issue was not duplicated. The pump powered up to the verify screen without any added or missing lines. Pump casing was opened and the display connector wire was found to be securely seated in the connector. Unrelated to the complaint, the display was found to be dim with a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.